Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75 x 38 synergy¿ drug-eluting stent (des) was advanced to treat the lesion. However, the device was unable to cross the lesion. When the device was removed from the patient's body, it was noted that the distal tip of the stent strut was deformed. The procedure was completed with another 2.5x38mm synergy¿ des. No patient complications were reported and the patient's status was stable.